Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that she witnessed sparking at the strain relief where wires are exposed, though there was no smoke, fire, flame, melting or breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue and confirmed that she already returned the power supply for testing/analysis. However, as of the date of this report, the product has been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011.

Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and she witnessed sparking, but no injuries were incurred.